Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an "hwbbt" error was displayed on the receiver. No additional patient or event information is available. No product was available for evaluation. The receiver data log was available for review and a hardware error was observed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.